Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error during basal delivery. The patient's blood glucose at the time of incident was 8.0 mmol/l. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
After battery installation pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads. The insulin pump had minor scratched lcd window. No button error alarms were noted or constant audio beep alarms noted.